Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is aware of this product issue and further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated for this product issue. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause: although no samples or photos were available for evaluation, bd is aware of this product issue and further investigation has been initiated through a CAPA to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this product issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that the safety cap on the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter broke off when closing after use. No serious injuries or medical interventions noted.